Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 163669, item name: femoral head, lot number: 041430, item number: 103532, item name: low profile screw, lot number: 100790, item number: 51-107150, item name: taperloc stem, lot number: 2725411, item number: 103532, item name: low profile screw, lot number: 100830, item number: pt-116058, item name: ringloc cup, lot number: 625730. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately three years post implantation due to dislocation. The liner component was removed and replaced. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes which confirm the patient was revised due to dislocation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.